Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A nc quantum apex mr 15mm x 2.50mm balloon catheter was selected and advanced to treat the mid to distal rca. The balloon was inflated once to nominal pressure. The balloon was then inflated to 20 atms for 10 secs and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).